Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of visualization during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: fifth time issue has occurred: intermittent flickering and occasional loss of signal when image is routed through the sdc. The probable root cause could capture card failure.

Event description:
It was reported that there was loss of visualization during procedure. Please note that the procedure was completed successfully.